Event description:
This report is for a device interaction with a tens unit. A related report for loss of therapeutic effect was filed under manufacturer report # 3004209178-2012-04784. Additional information was received 6/19/2012 that indicated that the patient had an appointment with their physician or manufacturer representative on (B)(6) 2012 to address the concerns they have with their device or therapy.

Manufacturer narrative:
Product ID: 3889-28, lot# v748191, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial#(B)(4), product type: programmer. (B)(4).

Event description:
Follow up information on this patient is included in under manufacturer report # 3004209178-2012-04784.

Event description:
It was reported that the patient "jumped" when a tens unit got close to the patient's interstim device. The tens unit had been prescribed because the patient had sustained a pelvic fracture and had chronic back pain. The first fracture (l5) was (B)(6) 2010 and the second was approx. 2.5 years ago (t11, t12). The patient had been in the hospital approximately 2 weeks ago because a slight stroke was suspected. At that time they were told she could not have an MRI, so a CT scan was taken instead and it was determined that patient did not have a stroke. It was also reported that the patient experienced dizziness. She was on strong medication because of her pain and spent 2 days in the hospital (B)(6) 2012 where they decreased her pain medication. First the patient was on percocet, but she could not handle that so they put her on nucynta. Now the patient takes a 5 mg fentanyl patch and aleve twice a day. Starting approximately three weeks ago the patient experienced loss of therapeutic effect and was urinating too often or not enough. The patient saw their doctor, who told the patient to turn their device off prior to the doctor appointment, but turning the device off did not make a difference. If additional information is received, a follow up report will be sent.